Manufacturer narrative:
Disinfectant (i.e. Cidex opa) in accordance with its manufacturer's recommendations and therefore, most if not all microorganisms were eliminated from the device. Since infection results from the presence of microorganisms, additional testing to attempt to identify the source of infection is not feasible.

Event description:
As reported the patients system was explanted due to pocket infection. This is a similar event MDR 2183787-2021-00104 & 2183787-2021-00105.